Event description:
It was reported that the patient experienced postprandial hyperglycemia reaching 328 mg/dl, followed by a low glucose level after the ilet¿s correction algorithm delivered an aggressive correction. The device is designed to adapt dosing over time to mitigate such excursions. Symptoms included hypoglycemia. Blood glucose returned to the target range without the need for medical intervention or hospitalization. An investigation was conducted, including review of device-reported glucose trends and dosing behavior. The investigation revealed that the device delivered correction insulin in response to the elevated glucose level, and the subsequent hypoglycemia was consistent with corrective dosing dynamics rather than a device malfunction. Based on previously established findings for similar reports, the cause was concluded to be unknown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.